Manufacturer narrative:
(B)(4). Batch #:t40v41. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The following information was requested, but unavailable: did the patient experience any adverse consequences due to this issue?. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the harmonic tip was broken. It's unknown whether there were any patient consequences. No additional information is available at this time.